Event description:
It was reported, the endoscope reproccesor had a broken yellow basin connector. There were no reports of patient harm.

Manufacturer narrative:
The customer notified the field service engineer (fse) that one of the yellow connectors was missing the center pin. The fse instructed the customer to always connect to the broken connector first to avoid fluid not being pushed through the channel. The fse replaced the yellow basin connector. The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the user applied stress to the yellow connector to cause it to loosen, causing the part to come off, and then reassembling the part without using the middle pin. Such events can be detected and prevented according to the following instructions for use: "chapter 3 inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.